Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles an issue related to a CPAP device's sound abatement foam. There is no report of patient harm or injury. The device was returned to third party service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. Contamination findings of yellow tint and technical findings of no power was observed. The internal aspect of the device was evaluated and no contamination was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. The manufacturer concludes that there was no visible foam degradation and the unit was scrapped.